Manufacturer narrative:
The referenced device has not been returned to olympus to date. The investigation is ongoing; therefore, the root cause of the reported issue cannot be determined at this time. However, if additional information becomes available this medical device report will be supplemented accordingly.

Event description:
Olympus was informed that the customer high frequency monopolar cable reportedly ¿broke in mid-procedure and sparked causing great concern as it could have started a fire.¿ the customer stated the cable was not cut or pinched off and that the cable snapped on its own. The intended procedure was completed. No death, injury or harm was reported.

Manufacturer narrative:
This report is being supplemented to provide a correction, the device evaluation, and additional information based on the legal manufacturer¿s final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. The device was returned to olympus for evaluation and the customer's allegation was confirmed. Inspection of the returned device found a breakage located near one of the connectors. The damaged portions of the cable were examined under a microscope and burnt char marks on the exposed wires were observed, and the insulation appeared slightly melted. Functional testing could not be performed due to the damaged cable. Based on the results of the investigation, it is evident from the lot number the cable was manufactured in january 2019. The cable was likely used for longer than the specified 12 months. The probable cause of the reported issue was most likely due to wear and tear in connection with improper handling. The age-related wear in connection with repeated extreme bending or tensile loads most likely led to the breakage of single or all the wires in the cable. It should be noted that this can cause a voltage spike at the damaged area when the generator is activated, resulting in a spark and complete disconnection of the plug. In order to avoid such incidents, the instructions found in the instructions for use (IFU) should be followed. This would be, firstly, that the service life of the cable is limited to 12 months. After this time, the cable should no longer be used. Additionally, the cable must be checked for damage before each use and after reprocessing. By gently pulling on the plug (max. 20n), it can be determined whether the copper strand of the cable is already damaged. If the cable does not give way but remains rigid, the cable is most likely intact. In order not to shorten the service life of the cable any further, the cable should not be wound up with a loop diameter of less than 10cm and when pulling out the cable, the plug should be pulled and not the cable. Olympus will continue to monitor field performance of this device.